Event description:
The reporter stated the patient began using omnipod following setup at the hospital. The pod was installed the prior day, and glucose levels rose to above 14 mmol/l (252 mg/dl) by approximately 9 pm. The parents stated they did a finger prick to calibrate sensor since there was a discrepancy between the sensor values and finger prick values. On the day of the call, glucose levels rose in the evening and did not decrease as expected despite sensor calibration and a bolus correction. The parent observed a persistent flat glucose line around 13 to 13.3 mmol/l (234 mg/dl to 239.40 mg/dl) for about an hour, noted a slight insulin smell, and was unsure about cannula insertion upon visual inspection. The agent explained that higher or slower-to-correct glucose can occur in the first few pods as the algorithm adapts. The parents planned to monitor a bit longer and likely replace the pod overnight. According to the cloud data, the pod was changed on february 13, 2026, after 3 days of use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.